Event description:
It was reported that the user contacted support for education on bg run mode after their last sensor ended and they were awaiting replacement sensors; the device continued in bg run mode without starting a new sensor, and the reported blood glucose was 137 mg/dl with no impact to glucose control. No reported adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer interview and device-use troubleshooting with education on bg run mode functionality. Investigation of this case revealed the device performed as designed with appropriate transition to bg run mode when a sensor was unavailable. It was concluded that there was no device malfunction and the event was due to expected operation with user education provided.